Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since a biopsy and a laser fiber were placed in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the deviation of the first laser fiber (and biopsy) placed with the aid of navigation was detected by the surgeon with an intra-operative MRI before administering the thermal laser treatment in the brain, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of ca. 45-60min. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the ca. 20mm deviation of the entry and target point of the biopsy and laser fiber placements was a not adequate fixation of the sterile cranial reference drapelink navigation array to the head holder by the user at the draping process. This improper seating resulted in a different position of the sterile array relative to the patient's head during the surgery compared to the position of the unsterile array used for registration of the patient anatomy to navigation. A position change of the reference array after patient registration to navigation disrupts the coordinate system established during the registration, and causes a deviation between the displayed image scan on which navigated instruments are tracked, and the actual patient anatomy. Apparently, the resulting deviation in the navigation display was not recognized with the necessary continued user verification of navigation accuracy after registration (i.e. During verification step), after draping, and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall (if recall number is given) or correction/removal number (if given): brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) for a tumor located right parietal ca. 62mm deep in the brain with a size of ca. 25mm, has been performed with the aid of the brainlab cranial navigation version 3.1. Placement of one laser fiber was intended, with a biopsy of the tumor beforehand with the same path. A pre-operative MRI scan was acquired 4 days before the surgery, and a trajectory was planned. During the procedure the surgeons: positioned the patient in a lateral orientation in a non-brainlab head holder, with the head turned left side down, and attached the reference array for navigation to the head holder. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, and fused the pre-operative MRI scan with the planned trajectory to it. Verified the registration to navigation and the fusion, and accepted the accuracy to proceed. Draped the patient and exchanged the navigation reference array to a sterile one. Created a burr hole (craniotomy) of ca. 4.5mm, by drilling through a guide tube placed inside the navigated varioguide aligned to the planned trajectory. Took a biopsy sample following the planned trajectory and target with a navigated biopsy needle through the varioguide. Placed a (non-brainlab) bolt, aligned to the by the varioguide shown trajectory, into the burr hole for the laser fiber, and inserted the (non-brainlab) laser fiber aligned by and following the bolt's trajectory. Acquired an intra-operative MRI to verify the placement, and determined that the bolt location in the skull (entry point) deviated by ca. 2cm from the intended location. Preliminary results from pathology of the biopsy sample taken also showed non-reactive tissue, not the expected pathological sample. Re-verified the navigation accuracy and still found it acceptable, also with the navigation reference array, and the navigated varioguide, exchanged to different ones available to the hospital showing the same results and accuracy as before. Decided to plan a new trajectory with navigation, following it created a new burr hole ca. 1cm away from the original one, took another biopsy sample, and placed the bolt and the following laser fiber anew with the same navigated method as before. Confirmed with a second intra-operative MRI that the placement of the laser fiber is now correct. Proceeded with the thermal laser treatment, and completed the surgery successful as intended. According to the surgeon: the deviation of the first laser fiber (and biopsy) placed with the aid of navigation was detected by the surgeon with an intra-operative MRI before administering the thermal laser treatment in the brain, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of ca. 45-60min. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.